Event description:
A dialysis facility technician reported that more ultrafiltration (uf) was removed than intended during a patient treatment on a system 1000 machine. The intended uf was 3 kg, however, 5 kg were removed.